Event description:
It was reported that the light stops a few times and after it functions. The distributor reported that all the connections are ok, but the problem remains the same.

Manufacturer narrative:
Additional information will be provided once investigation is completed.